Event description:
The complainant has reported that a pt (age & gender unk) underwent a therapeutic multiple band ligator procedure for treatment of bleeding esophageal varices. The clinician stated that he attempted to deploy a band onto the bleed site from the superview super 7 ligator device, but the band tangled with another band. Due to the continued bleeding another speedband superview super 7 was used to complete the procedure which stopped the bleeding. The clinician added that the bleeding was not a result of the deployment issue; however, the pt was admitted and as of 2006, was still a pt. There is no further info available. Should any add'l relevant info become available a supplemental medwatch report will be submitted.

Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.